Event description:
This complaint was notified to philips by a third party servicer. Philips does not service this system. The pt was to have a x-ray exam. As the c-arm was being moved into position, but before it was brought over the pt's head, the metal housing/cover for the tube of the x-ray machine fell off and crashed to the floor. Nobody was injured in this incident.